Event description:
It was reported to philips by a customer that the unit was not ventilating. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event; however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). The customer stated the unit was not ventilating. The customer was seeing a patient occluded alarm and verified, when in the pneumatics screen. When the pressure was set to 10, there was no pressure coming out of the vent. The customer stated the unit's stand was not secure. The rse recommended the following parts blower and mc pcba for the unit not ventilating and cpu tray & thumbwheel for the unstable stand. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The customer replaced the bower to resolve the reported issue. The unit was functionally tested and successfully passed all testing. Upon further investigation, this issue was discovered at a training course during a demonstration of how to use the ventilator with no patient involvement. Therefore this complaint no longer meets reportability requirements.